Manufacturer narrative:
Model number, serial number, expiration date, catalog number, lot number, other/UDI number, report source, device available for evaluation, and device manufacture date: information is currently unavailable. In turn when it is available it will be submitted in a follow-up report. The device was not returned to the manufacturer. In turn, if the device is received a supplement report will be submitted.

Event description:
It was reported that the patient experienced a "funny" smell. In turn, the unit was no longer working appropriately. As a result, the patient was admitted to the hospital.